Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during flap creation - cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was stated that the flap was partially created and when the suction was lost, they aborted the surgery. The patient was sent home and will return at a later date for photorefractive keratectomy (prk) procedure. There was no patient injury reported. There was one (1) iflap procedure lost.